Event description:
Customer reports low blood symptoms with blood glucose result of 167 mg/dl taken on the advantage system. Customer's spouse treated him with oral glucose tablets and coke; he also ate lunch (customer was unable to self treat). No actions taken based on device results. Requested return of suspect device and replacement was sent.